Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture,12-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer was failed. A field service engineer checked half height matrix drawer 2.2 for reported jam. No issue was found during visual inspection, and the failure could not be duplicated. A full diagnostic was performed using the hardware test application, confirming all drawers are functioning correctly. The pyxis automated station is fully operational. The registered pharmacy technician verified drawer access and confirmed return to service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es main drawer 2.2 was physically jammed and failed to open. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from main pharmacy or another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.